Event description:
Customer reported via phone call that they experienced high blood glucose of 538 mg/dl. Customer stated that an order for supplies was placed more than three weeks ago and had not received it and because of that the customer went 4 days without insulin. Customer had received the supplies and was still trying to bring the blood glucose level down. Customer declined troubleshooting and arriving at the doctor's office.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.